Event description:
When on-q pump catheter was removed from patient by nurse, the nurse noted that the tubing seemed short and the black catheter tubing tip was not present. The end of the catheter appeared to be shredded. Approximately 40 cm of the catheter remained in the patient, though it could not be located on radiologic films. Surgical exploration of c-section wound and subfascial space was needed to locate and remove the missing piece of the catheter.